Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk.

Event description:
It was reported that during a sleeve gastrectomy and the doctor was resecting tissue along the seam guard and the jaws wouldn't open after closing on tissue. The doctor wasn't able to open the jaws and cut around the tissue to remove the device from the patient. It was not reported how the procedure was completed but there was no consequence to the patient.